Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.

Event description:
It was reported via legal documentation that a patient had a total knee arthroplasty on (B)(6) 2014. The patient has not been surgically revised. There is no other patient or medical information provided. There are no images of the device provided. No additional information is available. The provided/ searchable information does not clarify the leg in which the device was actually implanted.

Manufacturer narrative:
H10. D10. Concomitants: 3709498 02-010-01-0230 - logic femoral ps cem left sz 3 2031811 02-012-41-3030 - logic tibia traptray cem sz 3f/3t aa7493 1200-a - cemex rx 40g low viscosity 3559099 200-02-35 - three peg patella 35mm 3620962 201-78-81 - 3" trocar, mod. Hex 2pk 3730636 201-78-88 - 4" drill bit, mod. Hex 2-pk 3688501 204-34-02 - fluted stem extension 25l x 14 mm 3744151 204-70-00 - tibial stem ext. Screw 5385043 02-022-44-3011 - truliant tib imp psc insert sz 3, 11mm these devices are used for treatments, not diagnosis. There is no other information available. Pending investigation.